Event description:
It was reported that (1) pro46 was used during a lap oophorectomy procedure. It was reported by the rep that as the surgeon was pulling the ovary and endo pouch out through the trocar, the metal rim for the pouch broke making it difficult to remove. The pouch introducer and metal rim were removed from the pt and procedure was completed. There was no consequence to pt.